Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, falsely low co2 result obtained on a patient sample on a dimension vista 500 instrument. Siemens reviewed the instrument data and determined that quality controls (qcs) were within expected ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran service method tests and replaced sample 1 and reagent 2 mixers due to the service methods tests results. The cse also ran qcs, and the affected patient sample for comparison purposes, resulting acceptably. The cause of the discordant, falsely low co2 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was flagged with "below panic" and was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.